Manufacturer narrative:
Event date: (B)(6) 2018. Date of report :01oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to remove alternate current (ac) power and try the battery to see if the issue continued. The battery was then disconnected and the unit was ran on ac power only. The issue continued; therefore, the customer was advised to replace the power management board. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the when the device was powered on, the screen was blank and the back up alarm and alarm light emitting diode flashed. There was no patient involvement. The event date was not specified; estimate used.